Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The manufacturer's field service engineer (fse) performed remote troubleshooting. When the fse arrived on site customer declined repair and informed the fse that he had already replaced the touch screen himself. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen was not responsive. There was no patient involvement.